Event description:
Caller from the account was concerned about possible overdelivery of solution into final container. He based this on his observation that on occasion the unit displays would count backwards for a few milliliters and then count forward again until completion. He also weighed one bag that appeared visually to be too full; the weight seemed too high, but he did not take into account the specific gravities of the solutions or the weight of the bag. The user was advised not to use the unit, which was swapped out. No patient involvement.